Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient had inaccurate cgm values and suspected it was related to a bent sensor wire. The patient¿s cgm displayed low; however, his bg was over 600 mg/dl. The patient evaluated in the emergency department (ed) where he was treated with IV fluids and IV insulin and released once his blood glucose stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.